Manufacturer narrative:
Device evaluation summary: the reported infolding and type ia endoleak were confirmed on the returned films. The cause of the endoleak is most likely loss of proximal seal due to the infolding. There was no stent graft oversizing that could have been attributed the observed infolding. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 51mm abdominal aortic aneurysm. The length of the proximal aortic neck at implant was 20mm, the diameter of aortic neck was noted as 25-28mm and the degree of angulation was 60 degrees. It was reported on the one month follow up, CT identified a type ia endoleak. It was observed that the main body of the endurant iis stent graft appeared to be infolded, causing the type ia endoleak. Intervention was preformed, wherer the endurant iis main body was re-ballooned using a reliant balloon. The stent graft was examined with ivus, and it was determined that the infolding had resolved. 6 heli-fx endoanchors were then implanted in the mainbody, and the type ia endoleak was resolved. Per the physician the cause the infolding and type ia endoleak is undetermined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received ; it was reported that there was no thrombus and the device was sized correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.